Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no: 309657 batch no: 8345759. Complaint 1 of 2. Verbatim: description of issue: customer reported upon filling cartridge with insulin, she saw that insulin was squirting out of connection between needle and syringe on event date. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. Product lot number: needle: unavailable ; syringe: 8345759. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? None. Resolution: distributor explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. Distributor to goodwill 2pk of cartridges. Note: product category = needle/syringe issue.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure.. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no: 309657, batch no: 8345759. Complaint 1 of 2.